Event description:
The patient's wife reported that with the vns dosage changes, the patient's seizures have improved and he will continue being treated with vns.

Event description:
Clinic notes were received that indicated that patient experienced an increase in seizure frequency as noted on (B)(6) 2006. Seizures were occurring every few months but the physician noted that they had recently been occurring every couple of weeks to every week. The vns parameters were in the process of being increased, and the patient's anti-epileptic medication was increased. The next visit on (B)(6) 2006, the patient reported that he was tolerating the vns without difficulty. On (B)(6) 2007, the patient reported that his symptoms were about the same since the previous visits. According to the patient's caregiver, the seizures were not quite as severe as before. The output current was increase to 1.5ma. Clinic notes dated (B)(6) 2007 revealed that the patient had a "prodrome or some warning that a seizure was going to occur. This is not typical for him." The patient had three seizures within a few days of his last visit. The output current was increased to 1.5ma. The patient's vns output current was titrated up throughout 2007. Later in clinic notes dated (B)(6) 2007 that the patient presented and reported that he had been seizure free. Attempts for additional information have been unsuccessful to date.